Event description:
On (B)(6) 2010, pt received a2 low battery alert and completed a battery change. Pt placed infusion device in run mode. At 12:00 p.m., blood glucose was elevated and pt felt sick. In the evening, pt noticed the infusion device did not show the time or date. Blood glucose had elevated to "hi." Pt was in the hospital at the time of report. Attempts were made to follow-up with pt for additional info, but these were unsuccessful. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.